Manufacturer narrative:
The medical center discarded the impella at the time of explant. No benchtop analysis or hemolysis testing is possible. Root cause of the hemolysis can not be determined. The investigation will be closed. Should new information be shared that leads to root cause, a final report will be filed.

Event description:
The medical center had an impella cp that was supporting a patient for cardiomyopathy. After just under 2 days there was hemolysis. The hemolysis prompted pump explant, when other troubleshooting measures had failed. They had given volume and adjusted pump positioning. The team placed a new impella for continued support.